Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints. According to clinical/medical investigation, a review of the case report forms did not provide any insight into the root cause of the reported arthrofibrosis. No x-ray images or information on the patient compliance with post-operative instructions were provided. Per the crf the reported issue has been documented as resolved. Since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device. (B)(4).

Event description:
It was reported that patient presented arthrofibrosis on the left knee. Adverse event was treated with manipulation under anesthesia. Event was resolved.